Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was positioned on the mitral valve (mv); however upon grasping the leaflets the gradient increased to 8mmhg. The leaflets were ungrasped and the clip positioned changed however the gradient was still unacceptable. The cds was removed and replaced with another cds however upon grasping with that clip, the gradient was still too high. The position was changed but the gradient increased to 12mmhg therefore the clip was not implanted and the cds removed. It is unknown if the gradient returned to baseline once the leaflets were ungrasped. The procedure was aborted with the mr remaining at 3+. The physician was not satisfied with the results of the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.